Event description:
It was reported that the standby valve of the compressor was damaged. There was no patient harm. Manufacturer ref.#: (B)(4).

Manufacturer narrative:
According to the information that was received from our service engineer, the standby valve of the compressor was damaged. The customer did not request any service and contacted third party for repair. Due to lack of information, the root cause of the faulty standby valve could not be determined.